Event description:
Subsequent to the initially filed report, the following information was received: the lever did not close. The actuator wire and sheath bent when an attempt was made to remove the device. The suture knot was intentionally cut to remove the suture to allow for the surgical procedure to then remove the prostyle device. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported difficulty to retract the foot was confirmed as the foot was returned displaced from the guide. The reported bent sheath and actuator wire was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and surgical intervention appear to be related to circumstance of the procedure. It is likely that tissue or suture caught in the foot and device manipulation with the foot deployed in the anatomy caused to footplate to displaced which led to the reported difficulty retracting the foot, device entrapment, and observed suture separation. It was reported that the actuator wire and sheath were bent when an attempt was made to remove the device. It was reported that the suture was intentionally cut to allow for the surgical procedure to remove the device. The bent guide tube was not reported which likely occurred during post procedure handling. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code 1528 removed.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a prostyle device after an interventional procedure. Reportedly, the prostyle device could not be removed. The prostyle device was surgically removed as a single unit, with no device separation noted. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.